Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1200 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted the customer with the correct time and date. The insulin pump passed the prime test, but the customer was unable to conduct the high pressure test. The customer did state that the insulin pump alarmed no delivery multiple times last month. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.